Event description:
The patient had primary surgery using competitor products before the first revision. On (B)(6) 2024, medacta hardware was implanted (gmk-revision). On (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. Liner was revised. Presently, on (B)(6) 2025, the patient had a second revision surgery due to instability and the cause unknown. The surgeon revised the insert, tray, and femur gmk-revision to gmk-hinge. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 september 2025: gmk-revision 02.07.0314scf fixed tibial insert semiconstrained s.3 / 14 mm (k103170) lot 2346243: (B)(4) items manufactured and released on 16-feb-2024. Expiration date: 31-jan-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved, batch review performed on 17 september 2025: gmk-revision 02.07.4683r tinbn coated revision tibial tray size 3 r (k210010) lot 2247575: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 21-aug-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.4403r tinbn coated femur revision ps size 3 r (k210010) lot 2242167: (B)(4) items manufactured and released on 15-jun-2023. Expiration date: 29-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.